Manufacturer narrative:
The cycler was returned for evaluation. The internal, visual inspection showed that there were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. During the initial simulated treatment setup, ¿air detected in cassette¿ warning occurred and during a simulated treatment, an improper long drain 3 time occurred. The cycle 1 and cycle 2 weighed patient volumes were out of specification. During the simulated treatment test a patient volume was measured and found to be 133 % of the programmed fv (fill volume). An internal, visual inspection found indications of dried fluid in the recess underneath the pump assembly and dried fluid in the pneumatic tubing in the pump assembly. Hp2 filter was filled with fluid. The filter was removed and replaced. After replacing hp2, a simulated treatment was performed and completed without any further failures or problems. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported drain issues during treatment. The patient stated the cycler said it drained over 5000 but nothing was in the drain bags and the numbers kept climbing. The patient remained asymptomatic: drain 0: 62ml fill 1: 1996ml drain 1: 7135ml the reported drain volume of 7135ml was 357% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2017, the cycler issues were resolved with a replacement cycler.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported drain issues during treatment. The patient stated the cycler said it drained over 5000 but nothing was in the drain bags and the numbers kept climbing. The patient remained asymptomatic: drain 0: 62ml fill 1: 1996ml drain 1: 7135ml the reported drain volume of 7135ml was 357% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of 08/07/2017, the cycler issues were resolved with a replacement cycler.